Event description:
It was reported that the device shut down. The device was in use at the time of the event, no patient or user harm reported. Biomed reported that the ventilator shut down twice. The device was reported to have alarmed and was connected to nurse call. The remote service engineer asked biomed to download the logs and send them for evaluation. The rse reported that they could not see anything at the time reported, except for a normal shutdown and there were no errors in the log. The rse advised biomed to perform a full performance verification test (pvt) per the service manual. The rse also told the biomed that philips could perform the pvt for the hospital, but the biomed declined that service. During follow up, the customer requested a field service engineer to perform a full pvt, to certify the device was in order, to return device to service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) reported that the drpt was reviewed and had no issues. The fse then performed all tests with no failures. The system meets the specification for the performed service and is returned to use.